Event description:
This report has been filed by mckinley medical (the manufacturer) after becoming aware of an under infusion associated with an electromechanical ambulatory infusion pump. Per the complainant the pt received an under delivery (>50%) of 5fu medication during a 22 hour regimen. Per the complainant there was no injury associated with the event.